Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the root cause of the urinary tract infection (uti) was not determined, however it was not considered to be device related and had resolved with antibiotics.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she was implanted five days ago and the incision was cleaned but not tendered like it was before. Patient stated she experienced a sharp pain only when she sat, tried to get up or reached to the floor. This happened when she stretched. The sharp pain felt like something was pulling really tight and an intense burning. Patient services reviewed patient could try decreasing stim to see if it helped but patient stated it was not the stimulation. A week later, information received from healthcare provider reported the patient had followed up with them post-operation. The follow up visit on (B)(6) 2016 noted that the patient was one week post interstim stage 1. She did well post procedure for 3 days then had what she felt like a uti (urinary tract infection) and her symptoms returned. It was indicated that antibiotics were provided to patient and her symptoms improved. The program was changed by manufacturer representative. Patient was having frequency 10-11 time from 20 times a day. She used to wear 2 thick pads a day and now not wearing any. They planned for interstim stage 2 and patient was very happy with results. The follow up visit on (B)(6) 2016 noted that the patient was two weeks status post interstim stage 2. It was indicated the patient sharp pain over interstim post procedure has been resolved. Patient was now having frequency 2-3 hours from 20x a day. The patient had nocturia 1x vs 5-6 previous. She used to wear 2 thick pads a day and now not wearing any. It was indicated that patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.